Event description:
Customer called on (B)(6) 2011 reporting of a leak at the baths of the coulter act diff analyzer and stated that both baths have overflowed. Customer was wearing personal protective equipment consisting of gloves and a lab coat at the time of the event and no injury or exposure was reported as a result. Customer indicated that no patient samples were affected by the leak and no change to patient treatment was attributed to the event. Field service engineer (fse) was dispatched but did not find any leaks in the instrument. The fse, however, found that the drain valves for the baths drain were not opening fully which could potentially cause the baths to leak. Fse replaced the solenoids and repairs were verified as per established procedures. Root cause for the leak is attributed to the solenoids of the baths drain not fully opening the valves.

Manufacturer narrative:
(B)(4).